Event description:
The following article was reviewed: ¿endovascular repair of blunt thoracic aortic trauma: is postimplant hypertension an incidental finding?¿ (konstantinos tigkiropoulos, et.al, vann vasc surg, 2018, 50: 160-166, published online on (B)(6) 2018). The article analyzed the outcome of 23 patients that presented with blunt thoracic aortic trauma (btai) that underwent thoracic endovascular aortic repair (tevar) between january 2005 and january 2016. Patient 9 that was treated with two conformable gore® tag® thoracic endoprostheses experienced a nonfatal stroke (right hemiparesis) intraoperatively and was treated conservatively. The physician assumes that clamping of the carotid artery during the creation of the carotid subclavian bypass lead to the stroke. The patient tolerated the procedure.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following article was reviewed: ¿endovascular repair of blunt thoracic aortic trauma: is postimplant hypertension an incidental finding?¿ (konstantinos tigkiropoulos, et.al, vann vasc surg, 2018, 50: 160-166, published online on march 7, 2018). The article analyzed the outcome of 23 patients that presented with blunt thoracic aortic trauma (btai) that underwent thoracic endovascular aortic repair (tevar) between january 2005 and january 2016. Patient 9 that was treated with two conformable gore® tag® thoracic endoprostheses experienced a nonfatal stroke (right hemiparesis) intraoperatively and was treated conservatively. The patient tolerated the procedure.